Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023: information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began later about a month, or last night; patient was not clear with event date. Patient stated they went to their healthcare provider on tuesday and was told to call medtronic. Patient noted they were not able to get their implant to charge to 100% and only got it to 80%. Patient noted sometimes they were able to get the implant to charge and sometimes they weren't. During the call patient denied damages in the controller charging port, battery, battery compartment, and recharger. Patient removed the battery and plugged the ac power supply cord into the controller. Controller powered on. Patient inserted the battery and controller was at 40 and implant was at 80. Agent advised patient to continue charging the controller th en to charge the implant and to call back if the issue persisted. Patient was hard of hearing. Patient attempted to collect hcp information but patient was hard of hearing. On (B)(6) 2023: the patient reported they are no longer getting relief for about a month, but their implant is charged. No falls or trauma reported. Patient reported they don't use therapy all the time, only when they need it. On (B)(6) 2023: additional information was received from the patient. They reported that there was not an accident, no fall, or car accident. They do not know why the lead wire came undone. All they were told was the lead wire has come undone and has to wrap around the battery. This has happened to the patient twice. "After this was 2nd time and it was 3 months going without it working patient said is it worth it." Patient was told they might want to have it removed. Patient decided to remove it. The issue is resolved they had the stimulator removed from their back. The controller charged fine no problem with it. "The battery was not the info from the controller." Patient's activity had went down more they could not do anything all day, when the stimulator worked it was good. Patient said it's hard to do things in the day because they don't have the stimulator to help them in the day. There was not a problem charging, it was the wire not connected to their spine any longer. To them this is funny that this was the second time the same thing has happened, its like they do not know how to permanently place the wires. This was helping them through the day. Patient stated they removed it and they maybe need to get a neurosurgeon to do it and use a paddle when done it will stay put. The stimulator was placed in the patient and it has worked great with no problem at all. They have been in the hospital every month this year and had surgery in february. Patient had a foot surgery and they could not put weight on it for 30 days. They went to rehab, over time they found out they have a spine infection. They went home but then returned to the hospital again cause of the pain in their back and tried to get out of bed in the morning and was so bad they could not stand the pain. Also could not walk, walking was worse not because of their foot surgery but because of the pain in their back. Patient stated they were sent to rehab because of the pain in their back and at this time stimulator is not working and they couldn¿t walk at all. They had to stay in rehab then was sent home to their child's house. Patient was given a pick line and was given antibiotics for 6 weeks because of the infection in their spine. After the antibiotic was given they were given injections in their back. Patient still hurts in their back. They hurt from the waist down to their feet. Patient stated its mostly at night when it starts, they still cannot get out of bed. Patient stated they do not have the stimulator to help with their pain. Patient stated it only worked for a few months. Patient stated when they had it, it worked and they wished it still worked.